Event description:
A malfunction alarm was reported, identified by code malf 0, but no notable events occurred prior to it. There was no reported adverse impact to the customer's blood glucose level. Customer was advised by technical support to reset the pump and was assisted in doing so. The issue did not recur after the reset, and customer was instructed to contact support again if the issue reappears.